Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. On (B)(6) 2021 morning, customer woke up and scanned a reading 70 mg/dl on the sensor and subsequently experienced dizziness, lost consciousness and "fell down breaking his foot". Customer was treated with an "emergency injection" and food by their parents and emergency doctor was called. A blood glucose reading of 344 mg/dl was obtained on the hcp meter, however no further treatment was provided. There was no report of death or permanent impairment associated with this event.